Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, a patient underwent treatment of 100mm abdominal aortic aneurysm, with a 30mm right common iliac aneurysm and a 27mm right internal iliac aneurysm. Gore dryseal sheaths were used for access into the right and left femoral arteries. At two points during the procedure, bleeding occurred at the right access site (source unknown). At the end of the procedure, the patient experienced a decrease in hemoglobin level from 122 to 88. One unit of blood was administered. The patient tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Results: the imaging evaluation stated the diameters in the proximal neck appear to range from 22mm ¿ 23mm. The proximal neck angle appears to be >60 degrees. On the angio images, the implanted devices appear to be ballooned multiple times. On xa 13:15:27, there appears to be some contrast in the aneurysmal sac. Unable to confirm origin of endoleak. On xa 13:19:35 there appears to be 3 markers at the level of the flow divider. On the next available angio xa 13:22:45, the third marker appears to be just proximal to the contralateral gate. On the final angio, there doesn¿t appear to contrast outside of the implanted device.